Event description:
I had a partial knee replacement using mako restoris mck tibial baseplate, implant, and femoral components. Seven (7) months later, a CT revealed loosening of the implant (aseptic). The components were found to have "gross loosening and significant polywear" requiring revision to a tka exactly one year later. Physician recommended waiting on revision surgery and was not convinced there was a problem. This caused osteolysis and acceleration of degenerative bone disease before a revision surgery was undertaken.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.